Event description:
It was reported that during the procedure, the whisper ms guide wire was used. There was no difficulty advancing the guide wire and no difficulty removing the guide wire from the patient anatomy. There was no difficulty advancing any devices over the guide wire. Upon removal from the patient anatomy, some black pieces were noted on the procedure field and the guide wire was examined. It appeared that some of the black polymer coating had peeled off the distal part of the guide wire [tip separation]. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was returned and the reported separation was confirmed. Based on the visual inspection and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number was not provided. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.